Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call to have high blood glucose of 571 mg/dl at the time of call, which was treated with a bolus delivery. The customer's mother also reported that the insulin pump alarmed no delivery. Troubleshooting was performed and insulin did exit. The customer's blood glucose was 301 mg/dl at the time of incident. The insulin pump will not be returned for analysis.